Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high impedances. The svc coil was programmed off, and the rest of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, and out of range impedances.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, - (B)(6) 2010. A 4196 implantable pacing lead, - (B)(6) 2010. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was scheduled to be extracted and re-implanted. During the procedure, the lead was removed and a new lead was implanted briefly, but then removed when the patient's pressures began to drop. The patient did not make it through the procedure and the patient is deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.